Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), device dislocation ('left essure device had migrated and was contacting the lining of her uterus / migration of essure device location of device: cannot find the left one') and genital haemorrhage ('heavy bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, gerd, anxiety, depression, panic disorder, endometriosis, fibroids, cyst of ovary, dysfunctional uterine bleeding, hematometra, dysuria, vomiting, uti, abdominal pain, suicidal ideation, depressive disorder and menometrorrhagia. Concomitant products included alprazolam (xanax) since 2013, alprazolam since 2015, doxepin, esomeprazole since 2013, hydrocodone since 2011, ibuprofen from 2015 to 2018, lorazepam since 2015, medroxyprogesterone acetate (provera) since 2017, metronidazole, norethisterone (mini pill), omeprazole magnesium (prilosec) since 2013, ondansetron since 2011, oxycodone from 2011 to 2018, paracetamol (acetaminophen) since 2011, quetiapine fumarate (seroquel) from 2013 to 2016, tramadol since 2018 and venlafaxine hydrochloride (venlafaxine hcl) since 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced rash ("rashes or skin conditions type: rashes"), nausea ("nausea") and hypoaesthesia ("neurological conditions or problems type: numbness in feet, hands and lower abdomen"). In june 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic inflammatory disease ("infection (bladder/ urinary tract/vaginal) type: pid") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), abdominal pain lower ("cramping / lower left abdomen pain") and back pain ("back pain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, hot flush, vaginal haemorrhage, pelvic inflammatory disease, bacterial vaginosis, female sexual dysfunction, rash, nausea, hypaesthesia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hot flush, hypoaesthesia, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: nausea, back pain, vaginal discharge, lower abdominal pain. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis/pid, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes, nausea, neurological conditions or problems type: numbness in feet, hands and lower abdomen, dysmenorrhea (cramping), vaginal discharge, did not undergo confirmation test. Reporter information, aka name, concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.